Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. The lens was returned dry, in lens case/vial. Visual inspection found one haptic bent. (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, was received damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -09.00/1.5/089 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown. Patient code: 3191 - secondary surgical intervention, lens exchange. Name and address: (B)(6). Telephone: (B)(6). Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h3 - correction to previous lens evaluation- device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).